Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. The reported complaint of thermogard console alarmed continuously was confirmed based on the evaluation of the thermogard console (sn (B)(4)) performed by biomed technician at the customer's site and the archive review performed by the zoll service personnel. The issue was attributed to a defective display head. The display head was replaced. The thermogard worked as intended. Thermogard xp ivtm system was serviced by the customer and the reported issue was resolved. All the service records will be retained by the customer. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
It was reported that the thermogard ivtm console (sn (B)(4)) began alarming. No additional information was provided. No known patient impact or consequence was reported.